Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received electrical analysis found that the rv coil was open due to fracture. The fracture is consistent with that resulting from fatigue.

Event description:
It was reported that the lead exhibited high impedance and fracture.